Event description:
It was reported via literature that a peri-device leak and thromboembolism occurred. Left atrial appendage occlusion (laao) procedures were performed in 61,666 patients with atrial fibrillation. Peri-device leak identified by transesophageal echocardiography (tee) was present in 26.1 percent of patients. Computed tomography (CT) left atrial appendage patency and peri-device leak was present in 54.9 percent and 57.3 percent of patient respectively. A positive graded association between peri-device leak size and risk of thromboembolism was noted across the tee cut offs of greater than 0mm, greater than 1mm, greater than 3mm, and greater than 5mm in size. Residual leaks detected by CT were more frequent, but lacked prognostic significance.

Manufacturer narrative:
B3: date of event - estimated as 2012 as the earliest date in the collected study was in the year 2012. Literature citation: samaras a, papazoglou as, balomenakis c, bekiaridou a, moysidis dv, patsiou v, orfanidis a, giannakoulas g, kassimis g, fragakis n, saw j, landmesser u, alkhouli ma, tzikas a. Residual leaks following percutaneous left atrial appendage occlusion and outcomes: a meta-analysis. Eur heart j. 2024 jan 14;45(3):214-229. Doi: 10.1093/eurheartj/ehad828. Pmid: 38088437.